Event description:
It was reported that the patient desired pump to be explanted during back surgery. It was also reported that no patient injury occurred and patient recovered without sequela. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported analysis findings were updated/corrected to pump/motor/o-ring wear. Further investigation showed that o-ring wear itself does not appear to be a root cause for failure.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), product type: catheter. Analysis found motor, gear train anomaly and corrosion. The pump passed all non-destructive lab testing. There was motor stall and recovery in the logs. After doing destructive analysis there was noted significant resistance when trying to turn gear three isolated from rest of gear train manually. It was also found that significant residue on gear three's o-ring was located on the top bridge. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments. (B)(4).